Event description:
The patient received two scs leads from the same lot number. It was reported the patient is experiencing unintended and uncomfortable stimulation in her stomach. A system diagnostics did not show any anomalies, and reprogramming did not resolve the issue. The patient stated she had experienced multiple falls in the last two months. X-rays taken revealed one of the leads has migrated. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.